Event description:
In 2005 this patient was implanted with a gore excluder aaa endoprosthesis for the treatment of a 4.9 cm infrarenal abdominal aortic aneurysm. Following successful placement of both components, the patient was identified with a late small type ii endoleak from a lumbar artery. The physician chose to complete the procedure and monitor the endoleak. The patient reportedly tolerated implant procedure well. At the patient's one month follow-up the endoleak had resolved. However, a year later the patient was identified with reportedly a 1 cm growth of the aneurysm with no evidence of endoleak. At this point the physician strongly suggested careful monitoring of the aneurysm, however, the patient has to date refused further treatment. No further events were reported.

Manufacturer narrative:
H3: the device remains functioning in the patient. H6: a review of the manufacturng paperwork is being conducted.